Event description:
The pt developed progressive dyspnea several months ago followed by orthopnea a few days prior to surgery. Echocardiogram revealed "massive" aortic incompetence requiring hospitalization and "semi-urgent" reoperation. At explant, the valve appeared to be completely torn with calcification in all three commissures in the area of "mechanical stress". The valve was removed and one of the cusps was sent to pathology. A 21mm mira valve was then implanted.